Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. D4: UDI: the full UDI is currently not available. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient with a ce med hgt te w/sut tabs 450cc experienced deflation on the right side post-operatively, which was confirmed during a physical exam. As a result, the patient underwent device removal and replacement.

Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection, leak test and microscopic examination of the returned tissue expander. Visual analysis of the returned device revealed that no damage or anomalies were observed on the tissue expander. Leak testing was performed and it revealed a tear on anterior view at the suture tab located at 6 o'clock position. Microscopic examination was performed and the cause of the rupture could not be identified. Mentor also performed a manufacturing record evaluation related to the reported complaint for the finished device lot number. No manufacturing non-conformances were identified as part of this evaluation. Based on the information currently available, a notification was sent to mentor's manufacturing team for further investigation. In conclusion, the manufacturing process and the edhr were reviewed, it was found that during the assembly process of the shell to base, the subassembly component lots such as the washer, the base and the shell were within the required specifications. According to the evaluation performed, the deflation reported is not able to be confirmed as a manufacturing defect. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: the silicone shell of the tissue expander may easily be cut by a scalpel or ruptured by excessive stress, manipulation with blunt instruments, or penetration by a needle. Subsequent deflation and/or rupture could result. All devices should be carefully inspected for structural integrity prior to and during implantation. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria. Manufacturer¿s reference number: (B)(4).